Event description:
Olympus was informed that twelve patients tested positive for escherichia coli (e coli) containing extended-spectrum beta lactamase (esbl) after having undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure. The positive cultures were isolated from the patient's blood, pseudocyst, and bile. The patients were examined with four different duodenovideoscopes. These duodenovideoscopes were cultured twice by the user facility. No organisms were isolated. On (B)(6) 2014, the fifth patient underwent an ercp. After the procedure, the patient tested positive for resistant e coli. No additional information was available.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. As part of our investigation with this report, olympus representatives visited the user facility to observe the user facility's reprocessing practices. There were minor deviations noted during the reprocessing of the device. It was noted that the user facility had no suction in the reprocessing room and the staff were not using a syringe to flush around the forceps elevator riser area. A supplemental report will be submitted if additional information becomes available later. Please cross-reference the following reports for the other eleven cases: 2951238-2014-00174, 00211, 00212, 00213, 00220, 00220, 00221, 00221, 00222, 00223, 00224, 00225 and 00226.